Event description:
The manufacturer received information alleging a ventilator failed to alarm for low pressure. The patient was manually ventilated and placed on another device. No serious harm or injury was reported. The manufacturer is currently investigating this event and will file a follow up report when the investigation is complete.